Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a unspecified bd catheter. The following information was provided by the initial reporter, "fyi in the past few weeks I have observed two different ivs that have leaked after insertion. The first one was inserted leaking near the y port. The second one was inserted and leaked in the middle of the short tube. In both cases the leak was identified immediately and the ivs were removed before the tegaderm was even applied." This report is for the first issue above. The second is captured in another complaint.

Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a unspecified bd catheter. The following information was provided by the initial reporter, "fyi in the past few weeks I have observed two different ivs that have leaked after insertion. The first one was inserted leaking near the y port. The second one was inserted and leaked in the middle of the short tube. In both cases the leak was identified immediately and the ivs were removed before the tegaderm was even applied." This report is for the first issue above. The second is captured in another complaint.